Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model #. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powered on. The field service engineer (fse) replaced the shorted-out controller and pyxibus bus board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the machine was not turned on and shown black screen. The user was turned off and unplugged power for 1 min. After replunging the power, fan in back spins for <1 second then stopped. High pitch faint beeping noise was coming from the machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the machine was not turned on and shown black screen. The user was turned off and unplugged power for 1 min. After replunging the power, fan in back spins for <1 second then stopped. High pitch faint beeping noise was coming from the machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.